Event description:
During a surgical procedure the customer experienced "temporary motion sensor mismatch" errors. The customer restarted the system, however experienced the same errors when trying to home the system. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.